Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13727 and data files were returned and analyzed. The returned data file did not record any issue for the date of the event. Visual inspection of the balloon catheter showed that the balloon catheter was intact with no apparent issues. Smart chip verification indicated the balloon catheter was not used; system notice 50002, 'the system detected an electrical component failure' and 50005, 'the safety system detected fluid in the catheter and stopped the injection' were received on the date of the event. Checking the balloon segment under x-ray showed two electrodes from the returned 2ach20 mapping catheter with unknown lot number were stuck inside the balloon catheter. Dissection and pressure testing revealed the guide wire lumen was twisted and kinked, and a breach was found at around 1.306 inches from the tip. Opening and checking inside the balloon showed traces of dried saline inside the inner balloon and around the thermocouple wires. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.